Manufacturer narrative:
(B)(4). Batch # p56d6m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device evaluation: the analysis results showed that the cs40b device was received with the retainer pin bent and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. In addition, the reload was noted not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. Due the condition of the retainer pin no functional test was performed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument.  The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lower anterior resection after clamping down on the bowel the surgeon was unable to disengage the retaining pin using the button. This required her to grasp the arm of the retaining pin and open it manually. A like device with green reload was used to complete the procedure.with no patient consequences reported.